Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing with inappropriate mode switch thus led to pacing inhibition. Pocket manipulation was positive in reproducing atrial lead noise. No intervention or procedure was performed. The patient was stable throughout.